Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right hip on or about (B)(6) 2008. Patient has experienced pain in her right hip, and substantially elevated cobalt and chromium metal ions in her bloodstream. Patient has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, explant date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right hip on or about (B)(6) 2008. Patient has experienced pain in her right hip, and substantially elevated cobalt and chromium metal ions in her bloodstream. Patient has not yet scheduled an explantation of the asr hip implant. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address high ion levels.